Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump had been rebooting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/17/2014 with the following findings: the black box showed two power reset events on (B)(6) 2014. The battery compartment was found to be intact with no damage observed. The battery and cartridge caps were not returned. A new test battery cap was able to be fully tightened onto the pump until resistance was met and the yellow o ring was no longer visible. The pump was exercised for 24 hours with a test battery cap and a test cartridge cap with no power issues being duplicated. The pump cover was removed for further investigation and there was no evidence of internal moisture or damage to the power circuit observed. The complaint was verified in the history but could not be duplicated during the investigation.